Manufacturer narrative:
On 11/21/2019,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receive of the device, the identity became evident as cat#:3542655, serial number: (B)(4). The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: left-catalog number:3542655, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual analysis of the device a rupture was noted in the posterior view measuring approximately 0.4 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. A manufacturing record evaluation (mre) was performed for the finished device with number (B)(4), and no non-conformances related to the reported complaint were identified. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 475cc saline breast implant, cat #: 3542655, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient scheduled for removal and replacement with gel on (B)(6) 2019.